Event description:
Procedure type: liver resection. According to the reporter: the surgeon fired the stapler and the outer casing fell apart. No harm to the pt but they had to x-ray to check for parts they may have fallen into the body when the stapler broke. The liver tissue was typical. The surgeon fired the stapler once with no problem then the handle came apart on the second firing. Current pt status: doing well. No delay in hospital stay. Delayed operating room time because they had to do an xray.

Manufacturer narrative:
(B)(4).